Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observations due to lack of product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. This device remains. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. This device remains. No adverse patient effects were reported.